Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Identification of issue has been done by analyzing problem description, device¿s logs and service report. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed flow transducer test failure has been caused by old expiratory cassette used in the unit. According to information, the expiratory cassette was produced in 2013. Also o2 cell/sensor test has been found during onsite investigation, which was no more reproduced after expiratory cassette replacement. The expiratory cassette is article of consumption and should be replaced when needed. This complaint has been decided to be reported to competent authorities as the decision had been made based on available information as the initial description - flow transducer test failure - might have underlying causes which represent a reportable event. In the further process of complaint handling it has been identified, that the issue was related to expiratory cassette which will not affect ventilation. The root cause to the reported issue is determined as most likely to be expected wear and tear of the component. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown corrected usage of device: reuse